Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels on the night prior to the call. The blood glucose reading was 200 mg/dl. The customer's mother stated that she gave her son a bolus, and in the morning the blood glucose reading had risen to 368 mg/dl. Upon inspection, the caller stated that the tubing and insulin was coming out. She also noted that a no delivery alarm occurred the week prior, which resulted in an infusion set change. She believed that the tubing was kinked while the customer was asleep. Troubleshooting could not be performed, since the customer was away at school. She requested to return the reservoir and infusion set for analysis. The cause of the alarm could not be determined. She advised that the customer would change out the infusion set and reservoir after school. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.